Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had two syncopal episodes that may or may not have been related to the device. There has been no documented problem with the device. The device remains in use. No further patient complications have been reported as a result of this event.